Event description:
The customer contact reported a disconnection. The patient was receiving magnesium sulfate via a plum pump, and plumset which was connected to the distal clave y-site of a primary tubing set delivering lactated ringers. After an unspecified length of time in use, the option-lok male luer adapter of the plumset disconnected from the distal clave of the primary tubing set. The customer contact could not specify if the two devices were reconnected, or if the plumset and magnesium sulfate solution container were replaced; however, the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.